Manufacturer narrative:
Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
The following was reported to gore: on (B)(6) 2022, a patient underwent treatment utilizing a gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device) during an aaa case with hypogastric preservation bilaterally. The physician gained access with a right sided groin puncture and inserted a 9 fr terumo pinnacle® sheath up and over the aortic bifurcation to reach the left hypogastric artery. The viabahn device was loaded onto an amplatz wire with intention to track to the distal internal iliac artery. The physician was experiencing difficulty advancing the viabahn device up and over the aortic bifurcation due to patient tortuosity, and was applying quite a bit of force to get the viabahn device to track. While manipulating the catheter back and forth to aid advancement, the physician pulled the viabahn device back and the endoprosthesis accordioned on the proximal end. The catheter then broke off at the transition of the catheter and the viabahn device. The physician saw the exposed deployment line and cut the line, added a hemostat to maintain control, and pulled the viabahn device off of the catheter. The viabahn remained constrained, but was unable to be pushed or moved. The physician then inserted a balloon in an attempt to push the viabahn device and catheter piece further into the internal iliac artery, and was able to reposition the viabahn device to the intended area of treatment. The physician then pulled the deployment line and was able to successfully deploy the viabahn device in the treatment zone. A gooseneck snare was introduced in the right side groin access site and the physician was able to capture and remove the remaining catheter and device tip from the patient. The case proceeded without further issue and there were no reported adverse impacts to the patient. After removal, the physician verified the length of the deployment line fragments and confirmed all device fragments had been removed from the patient.

Manufacturer narrative:
A review of the manufacturing records indicated the device lots met all pre-release specifications. The investigation included evaluation of returned components of the device: the dual lumen catheter attached to the hub assembly was returned detached from the distal shaft and tip and from the deployment knob. The endoprosthesis was not returned which is consistent with reported event details that the stent was successfully deployed in the intended treatment location. Based on the condition of the returned catheter with the end of the distal shaft frayed, there was no indication of a defective or missing bond between the distal shaft and the dual lumen. The observation of a detached distal shaft with a frayed proximal end and a cut deployment line attached to the knob are consistent with reported details indicating procedural difficulties. The gore® viabahn® endoprosthesis with heparin bioactive surface instructions for use (IFU) instructs the following with respect to device introduction and positioning: ¿using fluoroscopic guidance, advance the delivery catheter over the guidewire via the angiographic sheath. Advance cautiously, especially if resistance is felt. If excessive resistance is felt, remove the delivery catheter and sheath together.¿